Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. External visual inspection noted severe damage to the case of the device on the right edge below the header. The seal plugs were intact, and the set screws operated normally. The device has no telemetry and no output. No further analysis was performed. The device was irreparably damaged when it was struck by a bullet. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this patient with a pacemaker was shot by a gun and the pacemaker reportedly stopped the bullet from killing the patient. The device was not functioning. Additional information obtained from the field which indicated that the device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker was shot by a gun and the pacemaker reportedly stopped the bullet from killing the patient. The device was not functioning. As of this time, the device remains in service. No adverse patient effects reported.